Event description:
It was reported that while inspecting the unit, it was observed that the unit was blurred.

Manufacturer narrative:
Upon receipt of the unit on 11/09/2012 a different failure mode, then the one originally reported, was confirmed. A missing keel tip failure mode was observed. Additional information will be provided once the investigation has been completed.